Event description:
Caller reported an error with continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, resulting in no recurrence of the error after the reset.